Event description:
A malfunction was reported by the customer, indicated by a communication error with the memory. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to perform the reset. The issue did not recur after the pump was reset, and the customer was advised to continue using the pump and to reach out if the malfunction code appears again.